Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latching spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latching spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the unit was repaired for the customer. This was reported in error. The issue was resolved for the customer by stryker medical scrapping the unit and a new unit was sent to the customer.